Event description:
The customer reporter the instrument dxc 600p generated a false high na (sodium) and cl (chloride) result. The results were not reported out of the lab. The sample was run on another dxc instrument and those results reported. The customer did not provide patient demographics. Per the customer, the original na result was 157 mmol/l, which triggered an automatic critical rerun of 139 mmol/l. The result on the other dxc was 139 mmol/l. The original cl result on this same sample was 119 mmol/l with a critical rerun of 104 mmol/l. The result on the other dxc was 104 mmol/l.

Manufacturer narrative:
A field service engineer was dispatched. He performed preventive maintenance which involved multiple actions and parts replacement; therefore, the exact failure mode is unknown. (B)(4).